Event description:
The blade is broken off at the tip, on one side. This did not happen with a pt; the piece was found missing when they went to use the blade.

Manufacturer narrative:
Eval summary: immediate visible damage, missing piece by lens. Failure confirmed.